Manufacturer narrative:
The equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Amo's clinical development manager confirmed that there was no problem with the equipment. Note: all pertinent information available to amo at the time of this report has been submitted.

Manufacturer narrative:
The corneal opacity due to the dlk is reduced on both patients. Their visual acuity around 6/10. Surgeon is nevertheless rather optimistic regarding the recovery of his patients. Placeholder.

Event description:
Surgeon experienced 2 cases of diffuse lamellar keratitis (dlk) on (B)(6) 2013 (2 patients, 4 eyes). The 2 patients were treated with corticosteroid eye drops. Patient's best corrected visual acuity (bcva) was 10/10 on the right eye then 5/12. Left eye was 10/10 then 10/10. No lift and rinse was performed. Dlk is not resolved. At 1 day post op patient had stage 2. 4 days after surgery, right eye was at stage 3 and left eye was at stage 1.